Manufacturer narrative:
Intervertebral fusion device with integrated fixation, cervical product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with c4-c5 cervical disc herniation; and underwent anterior cervical discectomy and inter corporeal arthrodesis at c4-c5. Intra-op, after the implant was placed and when the screws were being placed, the surgeon realized that the connection between the screw and the implant was not good. Then, the implant was checked; and it was found to be broken. The implant was then explanted; and was replaced with a new implant. No fragment of the broken implant remained inside the patient; and no patient complications were reported as a result of this event.